Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine device check. Upon interrogation, the right atrial lead exhibited loss of sensing and dislodgement was suspected. No intervention was reported. No further information could be obtained.